Event description:
The physician informed via voicemail the following information: during a coronary stenting procedure the stent balloon failed to deflate. The physician had to rupture the balloon, which led to a dissection.